Event description:
New information received stated that the right ventricular lead also exhibited high impedance and no capture. The lead was explanted and replaced on (B)(6) 2018. The patient was stable before, during, and after the lead replacement procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. Programming changes were made. The patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.